Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2025, wherein patient's ipg was explanted and replaced, and the issue was resolved.

Event description:
It was reported the patient experienced inadequate stimulation with their scs system and therefore stopped charging their ipg as recommended. As such, the ipg became inoperable. Surgical intervention may take place at a later to address these issues.

Manufacturer narrative:
Date of event is estimated.